Event description:
It was reported to medtronic neurosurgery that the doctor found the valve leaking before the surgery.

Manufacturer narrative:
The valve was patent and passed siphon testing. However, it did not meet the requirements for leak and reflux testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The device did not meet specifications for pressure flow or pre-implantation testing. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. No impact to the patient was reported. All of our valves are one hundred percent tested at the time of manufacture.